Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 97791 lot# unknown . Product type accessory product ID 97791 lot# unknown. Product type accessory coding applicable to the leads: pli - 30: device codes: c63124 device codes: c62973 patient codes: c50526 fdccodes: 11 fdmcodes: 4118 fdrcodes: 3233 see regulatory report # 3004209178-2019-08849 for prior report on the same ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 18, 2019. Information reported included that the patient started experiencing a loss of efficacy and an increase in back pain after having an MRI 2 years ago; the exact date of the MRI was not provided. It was noted the patient had not "been right" since the MRI. It was also noted the patient works in a warehouse, which may have been a factor. The patient had met with a rep in september 2019. Replacement had been recommended. On (B)(6) 2019 the patient had surgery at which time the leads were disconnected from the ins, and were tested using a wireless external neurostimulator (wens). All impedances were >40,000 ohms, so the leads were removed. There was also an obvious crack approximately 1/2 cm from the battery connection on one of the two leads. The other lead had a severe bend approximately 1/2 cm from the battery connection. The ins was removed and replaced. After replacement of the devices, impedances were checked and found to be within normal limits and the patient confirmed excellent coverage in their leg and buttocks; issue was resolved. The explanted devices were returned to themanufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97702, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 977a260, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The braid wire was broken and protruding through the outer insulation at the site of the broken conductors. Analysis identified that all 8 conductors were broken; 26.1 cm from the distal end of the lead. No shorts between circuits. All 8 conductors circuits are measured open. Product ID: 977a260, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The braid wire is broken and protruding through the outer insulation at the site of the site of the broken conductors analysis identified that all 8 conductors were broken; 25 cm from the distal end of the lead. No shorts between circuits. All 8 conductors circuits measured open. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedance and inability to capture stimulation wasn¿t determined at the visit. The rep reported that at the time of interrogation, the impedances were checked and found to be greater than 10,000 and 40,000 using different contact reference points and voltages, cause unknown. The rep was unable to capture stimulation at the office visit. The rep reported that the patient stated it hadn¿t working in a ¿long time.¿ the rep noted that this was the first time they had seen the patient for anyreprogramming session. The rep noted that x-rays were ordered per the nurse practioner and physician. Additional information was received from the rep on 2019-09-18. The rep called to get a battery estimate the patient¿s ins. The rep reported that impedances were high on all electrodes when selecting several reference values and ran them at 1.5v. The battery voltage of the ins was 3.020v. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that all impedances were over 40,000 ohms when checking different reference electrodes. The rep stated that they were unable to capture any stimulation with reprogramming. It was noted that the rep was unsure how long the issue has been occurring. They stated that a nurse practitioner had ordered an x-ray and a potential revision was already reviewed with the healthcare provider. The rep stated that the patient didn¿t report any specific falls or trauma, but they did note that the patient works in a warehouse where they do a lot of lifting, pushing, and pulling activities. No further complications were reported or anticipated.